Event description:
A discordant, falsely high advia centaur xp result for troponin (tni) was obtained and reported to the physician. The patient was sent to the ER where tni testing was repeated on another instrument and a lower tni result was generated. Patient was not treated on the basis of the incorrect result. A discordant, (B)(6) was generated on the advia centaur xp. This result was not reported to the physician. The patient sample was repeated (repeat 1) on the instrument and a (B)(6) result was generated (no data provided). The sample was repeated again (repeat 2) and a negative result was generated. No (B)(6) results were reported out. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely high tni result or (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer to evaluate the instrument. It was determined that the cause of the discordant tni and (B)(6) results was due to a malfunction with the wash manifold. The fse replaced the wash manifold due to wear and cracking around dispense ports. Pinch valve 1 was replaced due to intermittent cycling. Ran qc and patient correlations from previous day. Customer verified results and system is operational. No further evaluation of the device is required.